Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a leak in the oxygen tube. A philips authorized service provider (asp) went onsite and replaced the oxygen tube to resolve the reported issue. The philips asp replaced the oxygen tube to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a leak in the oxygen tube. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was a leak in the oxygen tube. This investigation is ongoing.